Event description:
This is a complaint. This vent was used in a transport where the patient expired in route. The following information was reported to the viasys product surveillance dept. This patient had possibly expired during transportation from the hosp to the rehab facility. Rptr is requesting a complete evaluation of the ventilator. Rptr has reported that there seems to be an issue with the battery alarm during disconnect from ac power source. Rptr stated that when they tested this vent, and disconnected from ac. The unit did alarm, but that rptr was told by a viasys rep in that there should be no alarm when disconnected. Also rptr states that there is some concern surrounding the overpressure relief mechanical valve vs. The electronic setting and alarm. The last pm on this unit was in 3/03. The viasys product surveillance rep informed rptr that company may need to contact them upon receipt of this unit for additional information surrounding the reported events.